Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it wil not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported during an elective device replacement procedure, this right atrial lead was abandoned surgically (capped) due to intermittent noise. Normal impedance, sensing and threshold measurements were noted. No adverse pt effects reported. The lead was actively implanted for approx 10 years, 5 months.